Manufacturer narrative:
Correction: b5. Update to d8, e4, h2, h3 and h4. This report is being supplemented to provide additional information based on the results of the final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from:channel distal end. Cfu: 18. Bacterial identification: champignons filamenteux, staphylocoques a coagulase, micrococcus lylae, moraxella osloensis. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 1. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1. Bacterial identification: micrococcus lylae. Sampling date: (B)(6) 2025. Sampling from: air /water channel. Cfu: 2. Bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025. Sampling from: channel jet. Cfu: 1. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2025. Sampling from: channel distal end. Cfu: 5. Bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: air/ water channel. Cfu: <1. Bacterial identification:na. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: <1. Bacterial identification:na. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1. Bacterial identification:na. Sampling date: (B)(6) 2025. Sampling from: channel water jet. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: erector channel. Cfu: <1. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 8 colony forming units (cfus) of citrobacter freundii and acinetobacter species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 8 colony forming units (cfus) of citrobacter freundii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.